Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The user's blood glucose (bg) level was 290 mg/dl. The user addressed bg level with a correction. Reportedly, the user primed the tubing to remove air bubbles.